Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required corrective maintenance/repair. The stylus tip was loose and worked intermittently. The stylus was replaced, and the touchscreen was calibrated. It was also determined at analysis that the paper tray was nearly empty, the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.